Event description:
Customer reported blood glucose results of 550 mg/dl, 368 mg/dl, 270 mg/dl, and 234 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of low blood glucose, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.